Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. D9: complainant part is not expected to be returned for manufacturer review/investigation. E1: state: singapore e3: reporter is a j&j sales representative. H3, h4, h6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from depuy synthes reports an event in singapore as follows: it was reported that va-lcp-2-column drp2.4 volar le shaft 3h was used, but the screw were unable to lock into the ulna styloid hole(the most distal row, 1st hole on the right). The surgeon tried with 3 screws, all unable to lock into the hole. Eventually the hole was left empty without inserting any screw. Not able to locate lot number of the plate, the plate was implanted and not available for return. The 3 in/out screws used to lock into the hole were available for return if required. It was unknown if there was any surgical delay. It was unknown if the surgery was successfully completed or not. It was unknown if any fragments were generated. This complaint involves four (4) devices. This report is for one (1) va-lcp-2-column drp2.4 volar le shaft 3h. This is report 1 of 4 for complaint (B)(4).